Manufacturer narrative:
PMA/ 510k: k160229. The echo-hd-22-ebus-o-c device involved in this complaint has not been returned for evaluation. With the limited information provided, a document based investigation was carried out. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. The customer complaint is considered confirmed based on customer testimony. The precautions section of the instructions for use (B)(4) that accompanies this device instructs the user to inspect the device prior to use for any damage: ¿the needle must be retracted into the sheath and the thumbscrew in the safety ring must be locked at the 0 cm mark to hold the needle in place prior to introduction, advancement or withdrawal of the device. Failure to retract the needle may result in damage to the endoscope.¿ in the instructions for use section it is mentioned; ¿caution: during needle adjustment or extension, ensure the device has been attached to the accessory channel of the endoscope. Failure to attach the device prior to needle adjustment or extension may result in damage to the endoscope.¿ and in the notes section of the instructions for use it is also mentioned to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. The manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle punctured the scope when the needle was advanced out of the sheath. The sheath had not exited the distal end of the scope.